Event description:
The customer reported having low blood glucose lately, and she felt that something is wrong with the insulin pump. The blood glucose reading at time of call was 46mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. Assisted the caller to run the displacement test and passed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the prime anomaly.